Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and it was observed that the pull ring cap was separated from the minicap transfer set. Functional testing performed included leak testing, clear passage test, and clamp function test. No issues were noted. The reported condition was verified, and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown day in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was separated from the minicap transfer set. This occurred before patient use. There was no patient involvement. No additional information is available.